Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that there was premature battery depletion. The implantable neurostimulator (ins) was explanted. There was no environmental/external/patient factors that may have led or contributed to the issue. The impedances were checked and were all normal. The device was replaced and the issue was resolved at the time of report. The device depleted in one year under normal stimulation parameters.

Manufacturer narrative:
Analysis of the ins battery found normal end of life with telemetry and output okay. A computer longevity estimate was completed based on the parameters the device had when received for analysis. The information obtained from the ins upon receipt indicated the device had reached eri (elective replacement indicator). If information is provided in the future, a supplemental report will be issued.